Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction (tubing discoloration) was visually verified; however, no failure was identified. No testing methods performed for the alleged warm pump as the pump was not returned.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the cartridge tubing was orange in color on the second day of use. Additionally, it was reported that the pump felt warmer during normal pumping. Reportedly, no temperature alarms occurred. There was no impact to the customer's blood glucose level.